Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber started forward firing out of the distal tip. The fiber was replaced and a second fiber was utilized to complete the procedure without consequences to the patient.